Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that no errors related to delivery failures were identified. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. However, the pump's accuracy was close to the upper limit so the explusor was preventatively adjusted.

Event description:
It was reported that the product has a flow rate measurement error(high). There was no patient involvement, and no patient harmed reported.